Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 1000141708, gtin (B)(4), description balloon fgs 61-70 cm, expiration date 07/29/2023, manufacturer date 07/30/2018. Model number/catalog number 72400098, serial number (B)(4), batch/lot number 1000183013, gtin (B)(4), model/catalog description control pump fgs, expiration date 10/25/2023, manufacturer date 10/26/2018.

Event description:
It was reported that the patient had an artificial sphincter placement on (B)(6) 2019. Several attempts were made to activate the prosthesis, even under anesthesia. The device was not functioning. Boston scientific has been unable to obtain additional information regarding the circumstances.